Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide ar. Audio tone. The caller reported this report of no audio only occurs when the back connector is wiggled.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.